Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) value of 20 mg/dl was entered into the pump by the user at 12:51am. Immediately following the user entered a bolus request for 20 grams of carbohydrates with a bg of 148 mg/dl. A bolus of 4.44 was delivered by the user. The user likely transposed the blood glucose value and carbohydrates amount when entering values into the pump. Delivering a bolus based on incorrectly entered bg or carbohydrate values could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 20's (mg/dl). To treat the low bg level, the customer consumed food. Recommendation was made to consult with health care provider regarding diabetes management.